Event description:
The reporter indicated that the ng tube migrated and perforated the intestines. The patient underwent the following: an acute abdominal CT; naso-duodenal tube distally moved; probable duodena/jejunal perforation and was confirmed by laparoscopy; and repair of the laceration. The reporter indicated that the cause of death was bowel perforation. Duodenal perforation due to introgenic dobhoff tube and steroid exposer for amiodarone lung toxicity. The tube was inserted and removed with the patient undergoing endotracheal intubation on (B) (6) 2010 and re-intubated (B) (6) 2010. The initial tube placement was reviewed via x-ray. Per the reporter, the tube advanced approximately 15cm (unclear whether in duodenum or in pylorus). An abdominal x-ray showed no free air but a very distal dobhoff tube and an atypical perforation to the second stage of the duodenum. Once the duodenal perforation was identified, the patient underwent surgery to repair the duodenal perforation then expired.

Manufacturer narrative:
(B) (4). This complaint is being further investigated. A follow-up report will be submitted once investigation results are available.